Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. A backup audible alarm post error was found in the history. The power up process was performed, and the issue was not duplicated. It was found that the main board does not operate as intended and was replaced. Preventative maintenance was performed along with functional testing.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a primary audible alarm. There were no adverse events reported.